Event description:
Catheter was initially inserted 2/14 for vancomycin infusion to treat mrsa. Developed phlebitis at the site with low grade fever of 99-100.6 and muscle and joint pain. The catheter was discontinued 2/24 and a second type inserted on 2/27. Rptr developed phlebitis, redness and pain and that catheter was discontinued on 3/2. At that time a second catheter of the first type was inserted and pt developed redness and pain. The cathetr was discontinued and a second catheter of the second type was inserted on 3/7. This catheter was discontinued 3/9 infusion discontinued, due to elevated creatinine level. Infusion was vancomycin 750 mg bid in 250 cc d5w infused over 1 hour.